Manufacturer narrative:
The investigation determined that a vitros cort result was likely obtained from the unintended tube/cup position when processed using a vitros 5600 system. The investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 5600 system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. The FDA (B)(4) was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 5600 integrated system. A vitros cort result of 1027.33 nmol/l was obtained and may not be the correct result for the intended sample. The undetected sampling from a tube/cup other than the intended one could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the affected sample as being a quality control, therefore, no patient sample results were affected. On (B)(6) 2016, ortho contacted the customer, who indicated the affected sample was a quality control sample. There were no allegations of patient harm as a result of this event. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).